Event description:
**Update** (B)(6) 2012 - for the complaint description: legal papers allege asr hip system became unstable because of edge loading and vertical alignment of the cup causing revision, presence of microscopic ions of chromium cobalt and other heavy metals. It is further alleged patient suffered physical injuries and injuries to patients nervous system causing great pain and suffering.

Event description:
Update: (B)(6) 2013. Litigation papers received. Litigation alleges defects in all components, including the stem and sleeve which caused inflammation at the site of implantation, physical injury, injuries to the nervous system and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.